Event description:
It was reported that the charger for an ilet system intermittently failed to charge, then resumed normal function without intervention, and a replacement was arranged. Symptoms included no reported adverse clinical or physiological effects. Outcomes included no medical intervention, no hospitalization, and no impact to the user¿s therapy as reported. Investigation included review of the reported charging behavior and device replacement logistics. Investigation of this case revealed an intermittent charging issue consistent with a charger component malfunction, with no corroborating evidence of broader device failure. It was concluded, based on previously established findings for similar reports, that the cause was a component failure consistent with normal wear or isolated defect.

Manufacturer narrative:
Initial.